Event description:
A home pt reported a leak in the hollow fiber bundle during use of a dialyzer. The pt returned the blood in the circuit, and changed out to another dialyzer. Treatment was completed successfully and no complications resulted from this event.